Event description:
Healthcare professional additionally reported "creases." Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Device evaluation: visual analysis of the photographs identified a fluid-free device. It is not possible to determine the most likely failure mode via device analysis performed through photographs due to the impossibility to perform a microscopic analysis. Additional, corrected, and/or changed data: b.5., b.6., d.7., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.